Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the investigation finds the device is broken. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon impacted the final tibia implant with tibial impactor and the tibial impactor was cracked. The investigation of returned component finds the device is broken.

Manufacturer narrative:
Product complaint # : (B)(4). The investigation finds the device is broken. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.